Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
On (B)(6) 2007 the patient underwent an intervention of full right hip arthroplasty due to osteoarthritis. The operative records don't describe the type of the implanted prosthesis neither the manufacturer. In 2014 and 2015, as a result of analysis, the chromium cobalt level rose constantly both in plasma and urinary values. On (B)(6) 2014, by written declaration, the same hospital certifies that the implanted prosthesis in 2007 was abg stem and acetabular cup mitch. On (B)(6) 2015 the patient underwent a revision with zimmer devices.